Event description:
No primary stability, implant wasn't completely covered by bone, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, mobility another implant pf 5.0 was placed successfully afterwards.